Event description:
It was reported, the pt's scs ipg will not communicate with the pt programmer. The physician desires to replace the scs ipg. Records indicate the scs ipg was replaced. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.